Event description:
It was reported that during left ophthalmic artery (oa) aneurysm stenting procedure, when the physician began to deploy the subject stent and pushed against the delivery wire while retracting the microcatheter he noticed that the entire system was descending. When the physician was re-sheathing the device, significant resistance was encountered and the microcatheter could no longer be advanced superiorly to retract the subject stent. Under fluoroscopy, it was observed that the subject stent failed to open. The physician attempted to withdraw the entire stent system posteriorly but found it impossible to retract. An intermediate catheter was used to pull the microcatheter and stent system entirely into the intermediate catheter and withdrew all three systems from the patient's anatomy. When attempting to push forward, it was discovered that the subject stent had already been deployed and remained within the intermediate catheter, with only the delivery wire being pushed out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. Two catheters were returned. No visual issue was noted. The stent was not returned. Both catheters were examined and the stent was not within either. The distal stent delivery wire (sdw) was kinked. The distal protection assembly (dpa) and retract pad were intact. The introducer sheath was not returned. Functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. An assignable cause of procedural factors will be assigned to the reported events: ¿unexpected movement of device¿, ¿stent failed/unable to open (when not implanted)¿, ¿flow diverter stent difficult/unable to recapture into microcatheter', ¿stent deployed prematurely during preparation' and ¿stent deformed¿ and the analyzed event: ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during left ophthalmic artery (oa) aneurysm stenting procedure, when the physician began to deploy the subject stent and pushed against the delivery wire while retracting the microcatheter he noticed that the entire system was descending. When the physician was re-sheathing the device, significant resistance was encountered and the microcatheter could no longer be advanced superiorly to retract the subject stent. Under fluoroscopy, it was observed that the subject stent failed to open. The physician attempted to withdraw the entire stent system posteriorly but found it impossible to retract. An intermediate catheter was used to pull the microcatheter and stent system entirely into the intermediate catheter, and withdrew all three systems from the patient's anatomy. When attempting to push forward, it was discovered that the subject stent had already been deployed and remained within the intermediate catheter, with only the delivery wire being pushed out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.